Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, lot #: a42460, description: scs 70cm iii lead; sc-3354-25 ((B)(4)) and sc-2138-70 (sn (B)(4)) - complaint was not confirmed. Visual inspection revealed that the splitters and lead were cleanly cut next to the connector blocks. The proximal end portion of the leads and splitters were not returned. Aside from the clean cuts, no other anomalies were identified. The damage to the splitters and leads is consistent with damages done during the explant procedure and it is not considered a failure. Sc-2366-30 (sn (B)(4)) ¿ complaint was not confirmed. Visual inspection revealed that the lead was cleanly cut next to the distal end. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. Sc-2366-50 (sn (B)(4)) was not returned. A review of manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant due to pain caused by the leads. During the explant the physician noted that the internal wires of one of the lead splitters was frayed and completely exposed, however no contacts had fallen off. The physician stated that the damage did not occur during the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-30, serial #: (B)(4), description: linear 3-6 lead, 30cm. Model #: sc-3354-25, serial : (B)(4), description: w4 splitter 25x4-25cm.

Event description:
A report was received that the patient underwent an explant due to pain caused by the leads. During the explant the physician noted that the internal wires of one of the lead splitters was frayed and completely exposed, however no contacts had fallen off. The physician stated that the damage did not occur during the explant procedure.